Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture with high thresholds, as well as far field oversensing that led to an inappropriate mode switch. There was also undersensing noted, which led the patient to receive x ray imaging. The physician suspected lead dislodgement, but the imaging was inconclusive. A lead revision was deemed to be unnecessary for the patient due to the physician discretion. This ra lead remains in service. No adverse patient effects were reported.